Manufacturer narrative:
There is no known patient involvement. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the device is currently in storage and is not in use. The customer reported that the device was placed inside the operating theatre during procedures. However, the unit was placed as far as possible from the patient with the exhaust air directed away from the surgery-field. The facility stated that microbiological testing has been performed from 2015 onward, and atypical mycobacterium was identified. The samples were reportedly taken from the drain before performing a cleaning cycle. Current cleaning protocols have not been provided by the facility. There has been a report of a patient infection at this facility (see medwatch report number 9611109-2017-00202) that resulted in death. However, it is unknown if the reported device was utilized during the patient's procedure. No direct link has been made between the patient death and the use of the heater-cooler system 3t. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that microbiological contamination was identified in the water tank of the heater-cooler system 3t during maintenance.